Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2014 where three implants were placed. The patient experienced a long term of si joint pain relief following the initial procedure. The patient recently (2016) complained of l5 nerve pain. In (B)(6) 2016, the surgeon performed an l5 nerve decompression. He also removed the cephalad si joint implant as a precaution even there was no indication that the implant was a pain generator. No other preexisting si joint implants were adjusted or removed. The status of the patient following the revision surgery is not yet known.